Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's parent called called and reported the insulin pump alarmed with a button error and the buttons were not responding. Customer's blood glucose was not known. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was no button response due to corroded keypad traces. No button error alarm noted. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads, broken belt clip slot and broken reservoir tube lip.